Event description:
It was reported that the indirect decompression (ID) spacer failed to open after the physician heard a loud noise during initial deployment. It was noted there was thick bone causing resistance, as a result, the physician used excessive force during the sagittal wiggle causing the ID spindle cap to break. The procedure was successfully completed with another ID of the same model. Proper placement of the new implant was confirmed with imaging taken in the field. The physician confirmed all broken pieces of the ID were removed and the patient did well post-operatively.